Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient arrived to the clinic with a driveline communication fault alarm. The modular cable was exchanged which resolved the alarm. There were no log files available.

Manufacturer narrative:
Section d9 - corrected. Manufacturer¿s investigation conclusion: the reported event of a driveline communication fault alarm was reproduced and confirmed via testing. A driveline communication fault alarm arose with manual manipulation of the returned modular cable while connected to a system controller, system monitor, power module, and a mock circulatory loop. The integrity of the internal wires of the returned modular cable was tested, and the modular cable did not pass. The outer jacket and underlying layers were removed for inspection of the underlying wires, and a breach in the insulation and a break in the wire of the communication b (yellow) wire were found. The provided information stated that there have been no issues since the modular cable was exchanged, and that no log files were available from the event. The reported event was able to be reproduced during testing, and the root cause was determined to be due to wire fatigue of the communication b wire. The relevant sections of the device history records for the heartmate 3 vad modular cable, lot number: 8410260, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. Heartmate 3 lvas IFU (rev. D) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2 entitled ¿how your heart pump works¿ state that damage to the electrical wires inside the driveline is not always visible. The user should be alert for signs of damage, including fluid leaking from the external portion of the driveline. Heartmate 3 lvas IFU (rev. D) section 6 entitled ¿patient care and management¿ and heartmate 3 patient handbook (rev. A) section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage. Heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Additionally, instructions regarding driveline care are found in sub-sections entitled "what not to do: driveline and cables". Heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU (rev. D) section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook (rev. A) section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.